Manufacturer narrative:
A field service engineer (fse) was dispatched who replace the thermal print head and paper feed switch. No further action was required by field service. The most probable cause of the event was due to fault/failure of the paper feed switch and thermal print head. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported that the printer for their g8 analyzer .a field service engineer (fse) was dispatched on (B)(6) 2015, to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.